Event description:
It was reported that prior to use in the anatomy, the xience stent implant strut was noted to be flared. The device was not used in the anatomy. There was no patient involvement. Though requested, no additional information was provided as the incident could not be remembered. Return device analysis noted there was a tear in the balloon at the stretched struts.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis and a tear was found in the balloon. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.